Event description:
It was reported that the patient presented to the clinic for a scheduled follow on (B)(6) 2022. The patient had not been checked since 2019. Upon interrogation of the pulse generator, it was found that the right atrial (ra) lead exhibited lead noise from 2019. The noise was not reproducible during this follow up. The clinic will continue to monitor the patient. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.